Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a visible crack in the battery housing and evidence of moisture ingress. The pump user guide instructs the user to regularly inspect the pump for damage. Product analysis also found that the device powered up properly, and no heat was generated during the course of the evaluation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the patient experienced a minor burn while wearing his insulin pump. The patient advised that the area healed completely on its own and no medical treatment was required. The patient stated that he went swimming with the pump and subsequently noticed visible moisture behind the display screen and heat emanating from the device.